Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("left-sided pelvic inflammatory disease/ left ovary and fallopian tube"), embedded device ("essure could be seen though the tubal wall on the right"), sepsis ("sepsis") and bacteraemia ("bacteremia") in an adult female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2013, the patient experienced pelvic pain ("severe and constant pelvic pain") and abdominal pain ("severe and constant abdominal pain"). On (B)(6) 2015, the patient experienced back pain ("chronic lower back pain"). In (B)(6) 2015, the patient experienced bacterial vulvovaginitis ("bacterial vaginitis"). In 2015, the patient experienced bacteraemia (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced chills ("chills"), headache ("headaches"), pyrexia ("fever"), myalgia ("myalgias"), nausea ("nausea") and vomiting ("vomiting"). On (B)(6) 2015, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required) and sepsis (seriousness criterion medically significant). On an unknown date, the patient experienced embedded device (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), fatigue ("fatigue"), metrorrhagia ("metrorrhagia") and anaemia ("anemia"). The patient was treated with surgery (on (B)(6) 2015 left salpingo oophorectomy and right salpingectomy with removal devices). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic inflammatory disease, embedded device, sepsis, bacteraemia, pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, fatigue, back pain, bacterial vulvovaginitis, chills, headache, pyrexia, myalgia, nausea, vomiting, metrorrhagia and anaemia outcome was unknown. The reporter considered abdominal pain, anaemia, back pain, bacteraemia, bacterial vulvovaginitis, chills, dysmenorrhoea, dyspareunia, embedded device, fatigue, headache, metrorrhagia, myalgia, nausea, pelvic inflammatory disease, pelvic pain, pyrexia, sepsis and vomiting to be related to essure (ess205). The reporter commented: essure procedure under conscious sedation. The operative note dated (B)(6) 2015 showed that the right tube and ovary were generally normal in appearance but the essure could be seen though the tubal wall on the right. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2015: fallopian tubes were occluded (B)(6) 2015 - blood cultures showed group g streptococcus bacteremia, with sepsis, which was likely due to left-sided pelvic inflammatory disease. (B)(6) 2015 - CT scan of abdomen/pelvis showed bilateral lobe inflammatory changes, right greater than left, there is a small amount of free fluid in pelvis and incidental intrauterine device. (B)(6) 2015 - laparoscopic exam showed significant inflammatory disease of the left ovary and fallopian tube. Further company follow-up with the lawyer is not possible. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingo-oophoritis ('left-sided pelvic inflammatory disease/ left ovary and fallopian tube'), embedded device ('essure could be seen though the tubal wall on the right'), fallopian tube perforation ('perforation'), sepsis ('sepsis') and bacteraemia ('bacteremia') in an adult female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2013, the patient experienced pelvic pain ("severe and constant pelvic pain") and abdominal pain ("severe and constant abdominal pain"). On (B)(6) 2015, the patient experienced back pain ("chronic lower back pain"). In (B)(6) 2015, the patient experienced bacterial vulvovaginitis ("bacterial vaginitis"). In 2015, the patient experienced bacteraemia (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced chills ("chills"), headache ("headaches"), pyrexia ("fever"), myalgia ("myalgias"), nausea ("nausea") and vomiting ("vomiting"). On (B)(6) 2015, the patient experienced salpingo-oophoritis (seriousness criteria medically significant and intervention required) and sepsis (seriousness criterion medically significant). On an unknown date, the patient experienced embedded device (seriousness criterion medically significant), fallopian tube perforation (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), fatigue ("fatigue"), metrorrhagia ("metrorrhagia"), anaemia ("anemia"), migraine ("migraine") and genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (on (B)(6) 2015 left salpingo oophorectomy and right salpingectomy with removal devices). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the salpingo-oophoritis, embedded device, fallopian tube perforation, sepsis, bacteraemia, pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, fatigue, back pain, bacterial vulvovaginitis, chills, headache, pyrexia, myalgia, nausea, vomiting, metrorrhagia, anaemia, migraine and genital haemorrhage outcome was unknown. The reporter considered abdominal pain, anaemia, back pain, bacteraemia, bacterial vulvovaginitis, chills, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, fatigue, genital haemorrhage, headache, metrorrhagia, migraine, myalgia, nausea, pelvic pain, pyrexia, salpingo-oophoritis, sepsis and vomiting to be related to essure (ess205). The reporter commented: essure procedure under conscious sedation. The operative note dated (B)(6) 2015 showed that the right tube and ovary were generally normal in appearance but the essure could be seen though the tubal wall on the right. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2015: results: fallopian tubes were occluded. Diagnostic results: (B)(6) 2015 - blood cultures showed group g streptococcus bacteremia, with sepsis, which was likely due to left-sided pelvic inflammatory disease. (B)(6) 2015 - CT scan of abdomen/pelvis showed bilateral lobe inflammatory changes, right greater than left, there is a small amount of free fluid in pelvis and incidental intrauterine device. (B)(6) 2015 - laparoscopic exam showed significant inflammatory disease of the left ovary and fallopian tube. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 18-sep-2020: quality-safety evaluation of product technical complaint. Incident based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingo-oophoritis ('left-sided pelvic inflammatory disease/ left ovary and fallopian tube'), embedded device ('essure could be seen though the tubal wall on the right'), fallopian tube perforation ('perforation'), sepsis ('sepsis') and bacteraemia ('bacteremia') in an adult female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2013, the patient experienced pelvic pain ("severe and constant pelvic pain") and abdominal pain ("severe and constant abdominal pain"). On (B)(6) 2015, the patient experienced back pain ("chronic lower back pain"). In (B)(6) 2015, the patient experienced bacterial vulvovaginitis ("bacterial vaginitis"). In 2015, the patient experienced bacteraemia (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced chills ("chills"), headache ("headaches"), pyrexia ("fever"), myalgia ("myalgias"), nausea ("nausea") and vomiting ("vomiting"). On (B)(6) 2015, the patient experienced salpingo-oophoritis (seriousness criteria medically significant and intervention required) and sepsis (seriousness criterion medically significant). On an unknown date, the patient experienced embedded device (seriousness criterion medically significant), fallopian tube perforation (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), fatigue ("fatigue"), metrorrhagia ("metrorrhagia"), anaemia ("anemia"), migraine ("migraine") and genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (on (B)(6) 2015 left salpingo oophorectomy and right salpingectomy with removal devices). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the salpingo-oophoritis, embedded device, fallopian tube perforation, sepsis, bacteraemia, pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, fatigue, back pain, bacterial vulvovaginitis, chills, headache, pyrexia, myalgia, nausea, vomiting, metrorrhagia, anaemia, migraine and genital haemorrhage outcome was unknown. The reporter considered abdominal pain, anaemia, back pain, bacteraemia, bacterial vulvovaginitis, chills, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, fatigue, genital haemorrhage, headache, metrorrhagia, migraine, myalgia, nausea, pelvic pain, pyrexia, salpingo-oophoritis, sepsis and vomiting to be related to essure (ess205). The reporter commented: essure procedure under conscious sedation. The operative note dated (B)(6) 2015 showed that the right tube and ovary were generally normal in appearance but the essure could be seen though the tubal wall on the right. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2015: results: fallopian tubes were occluded. Diagnostic results: (B)(6) 2015 - blood cultures showed group g streptococcus bacteremia, with sepsis, which was likely due to left-sided pelvic inflammatory disease. (B)(6) 2015 - CT scan of abdomen/pelvis showed bilateral lobe inflammatory changes, right greater than left, there is a small amount of free fluid in pelvis and incidental intrauterine device. (B)(6) 2015 - laparoscopic exam showed significant inflammatory disease of the left ovary and fallopian tube. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 28-aug-2020: pif received.new event "fallopian tube perforation,genital haemorrhage, migraine" was added. Incident. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('l-sided pelvic inflammatory disease'), salpingo-oophoritis ('left-sided pelvic inflammatory disease/ left ovary and fallopian tube'), embedded device ('essure could be seen though the tubal wall on the right'), fallopian tube perforation ('perforation'), sepsis ('sepsis') and bacteraemia ('bacteremia') in a 38-year-old female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included cholecystectomy, hepatic steatosis and central obesity. (B)(6) 2015 - blood cultures showed group g streptococcus bacteremia, with sepsis, which was likely due to left-sided pelvic inflammatory disease. (B)(6) 2015 - CT scan of abdomen/pelvis showed bilateral lobe inflammatory changes, right greater than left, there is a small amount of free fluid in pelvis and incidental intrauterine device. (B)(6) 2015 - laparoscopic exam showed significant inflammatory disease of the left ovary and fallopian tube. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2013, the patient experienced pelvic pain ("severe and constant pelvic pain") and abdominal pain ("severe and constant abdominal pain"). On (B)(6) 2015, the patient experienced back pain ("chronic lower back pain"). In (B)(6) 2015, the patient experienced bacterial vulvovaginitis ("bacterial vaginitis"). In 2015, the patient experienced bacteraemia (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced chills ("chills"), headache ("headaches"), pyrexia ("fever"), myalgia ("myalgias"), nausea ("nausea") and vomiting ("vomiting"). On (B)(6) 2015, the patient experienced salpingo-oophoritis (seriousness criteria medically significant and intervention required) and sepsis (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), embedded device (seriousness criterion medically significant), fallopian tube perforation (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), fatigue ("fatigue"), intermenstrual bleeding ("metrorrhagia"), anaemia ("anemia"), migraine ("migraine") and genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (bilateral laparoscopic salpingectomy, left oophorectomy and on (B)(6) 2015 left salpingo oophorectomy and right salpingectomy with removal devices). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic inflammatory disease, salpingo-oophoritis, embedded device, fallopian tube perforation, sepsis, bacteraemia, pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, fatigue, back pain, bacterial vulvovaginitis, chills, headache, pyrexia, myalgia, nausea, vomiting, intermenstrual bleeding, anaemia, migraine and genital haemorrhage outcome was unknown. The reporter considered abdominal pain, anaemia, back pain, bacteraemia, bacterial vulvovaginitis, chills, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, fatigue, genital haemorrhage, headache, intermenstrual bleeding, migraine, myalgia, nausea, pelvic inflammatory disease, pelvic pain, pyrexia, salpingo-oophoritis, sepsis and vomiting to be related to essure (ess205). The reporter commented: essure procedure under conscious sedation. The operative note dated (B)(6) 2015 showed that the right tube and ovary were generally normal in appearance but the essure could be seen though the tubal wall on the right. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2013: uterus is deviated to left and ligation clips are seen bilaterally.; on (B)(6) 2015: results: bilateral lower lobe inflammatory changes. Ultrasound scan vagina - on (B)(6) 2015: results: fallopian tubes were occluded. Diagnostic results: laparoscopic exam on (B)(6) , which revealed significant inflammatory disease of the l ovary and fallopian tube; no frank pus. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 3-jun-2021: medical record received: reporter information and patient demographics added. New event pelvic inflammatory diseases added. Incident: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.